Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented to the emergency room due to unrelated issues, increased pacing lead impedance and loss of capture due to increased thresholds were observed. Programming changes were made. The lead remains implanted.